Manufacturer narrative:
Failure analysis confirmed button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime, rewind, and the excessive no delivery tests. There were no moisture damage found inside the pump. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 368 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.